Event description:
Medtronic received information that this pulmonary valved conduit, implanted for seven years, developed a small tear. The tear was discovered after preparation for a melody transcatheter valve implant when the conduit was pre-dilated and a bare metal stent was implanted. Subsequently, a covered stent, which covered the tear, was implanted with no adverse patient effects. The melody valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
(B)(6). The device history record was unable to be reviewed as the serial number of the device was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.